Event description:
It was reported the pt was undergoing an embolization of an arterial/venous defect of the brain. The substance was injected to create an embolus and the catheter became entrapped following injection. Subsequently, the catheter broke off and a segment was reported to have been left in the pt.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.